Event description:
A surgeon reported a pt who is having trouble with color vision following bilateral intraocular lens (iol) implant surgery. He stated the pt notices a difference between the iol implanted in his left eye versus his right eye. The surgeon noted he is currently working with a retinal specialist to rule out any retinal pathology. Add'l info has been requested. There ware two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be determined. Add'l info was requested 11/11/2011 and 11/21/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).